Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured and exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: (B)(4). The actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed leads - common tests, leads - analysis finding / cm distal, and leads - low voltage - bipolar. Results of analysis: based on analysis, the product failed to meet performance specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information (B)(4). The distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4). If information is provided in the future, a supplemental report will be issued.